Event description:
The assistant ICU nurse manager reported that the piece of the 1104b that secures in the brain was missing from the catheter. The problem was found upon set-up for the procedure and it delayed the procedure approximately 15 minutes while another kit (catheter) was obtained. The catheter was discarded. The patient did not incur any injury as a result of this issue.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation. An investigation has been initiated based upon the reported info.